Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete. Pending patient information.

Event description:
The customer reported the device shut down while in use. No patient harm reported.